Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was damaged. The 85% target lesion was located in a moderately tortuous and severely calcified proximal left anterior descending artery. A 4.00 x 28 synergy¿ drug eluting stent was selected for use. During procedure, it was noted that the stent was unable to pass through the lesion and the stent seemed to be damaged. There were no patient complications reported and the patient's condition was stable.